Event description:
I hanged irinotecan and connected it to the primary tubing. Upon starting the irinotecan, it began leaking at the end of the secondary tubing where it was attached to the primary tubing. I immediately stopped the infusion. We determined that it was definitely the secondary tubing that was leaking. After clamping the tubing, I detached the irinotecan and deposited it into the brown chemo bag and then put that into the clear bag it gets delivered in. Pharmacy removed the product from the area and replaced the infusion with a new infusion set including new medication bag. Distributed: carefusion (B)(4). FDA safety report ID # (B)(4).